Manufacturer narrative:
(B)(6). Date of event - unknown date, (B)(6) 2015. Implant date - unknown date, (B)(6) 2008. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02737.

Event description:
It is reported that the patient underwent a humeral trauma plate revision procedure approximately eight (8) years post-operatively due to a fractured plate. Two (2) plates were removed. It is unknown if this plate was fractured. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - distal medial humeral plate small 14 holes 95 mm length, catalog #: 00234800714, lot#: 60441635. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be reviewed, as part and lot number are unknown. Review of the complaint history also could not be conducted, as product identification was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Possible part and lot numbers were provided by the complainant. It is unknown which one of these part and lot combinations were involved in this event. Catalog: 00234800604, lot#: 60714386, expiration date: jun 30, 2017; 00234800606, 60741865, oct 31, 2017; 00234801004, 60714427, aug 15, 2017; 00234801006, 60770426, oct 31, 2017; 00234800604, 60470819, may 31, 2016; 00234801008, 60742023, sep 30, 2017. Device manufacture date: jul 23, 2007; oct 24, 2007; aug 31, 2007; oct 5, 2007; may 23, 2007; sep 24, 2007. Device history records (DHR) for all part and lot combinations were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.